Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection the obturators were received intact. The seal housings, circular seals, stopcocks, duckbill seals and cannula appeared intact. Functionally, the duckbill seals failed during manual manipulation using an endo peanut. The seal housings were broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within specification for this product. It was reported that the trocar seal was damaged and was leaking. The reported issue was confirmed. The most likely cause was determined to be supplier related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedures, the trocar was leaking pneumoperitoneum almost immediately when used with a 5mm device. The leakage and loss of pneumoperitoneum worsened after stapler insertion. There was a damaged seal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedures, the trocar was leaking pneumoperitoneum almost immediately when used with a 5mm device. The leakage and loss of pneumoperitoneum worsened after stapler insertion. There was a damaged seal. Another trocar was used to resolve the issue. There was no patient injury.